Event description:
It was reported the patient presented with chest pain and loss of capture on the rv channel observed during follow-up for lead revision. Patient will be monitored.

Manufacturer narrative:
(B)(4).